Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the surgical intervention was undertaken wherein the ipg was explanted and replaced. This addressed the issue.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was experiencing loss of therapy. Patient monitored the system to ensure system was remaining on, no pain relief occurred despite system being confirmed on. Manufacturer¿s representative met with the patient and no lead issue or ipg battery issue was identified. Surgical intervention may take place at later date to address the issue.